Event description:
It was reported that the false auto mode switch and noise reversion episodes were observed on both atrial and ventricular channels. No intervention was reported. No further information was available.